Event description:
On 04/06/1998 the account reported a false positive result of 76 mlu/ml for human chorionic gonadotropin, which was run on the imx analyzer. The sample was retested on 04/11/1998 giving <5 mlu/ml. The negative result was confirmed with further testing. No report of injury.